Manufacturer narrative:
Retainer ring is black. On (B)(6) 2021 customer called in with the following concern: customer called to report damage on insulin pump and error 15. P-cap locked in place properly during testing. The device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The device passed the displacement test and self test. On (B)(6) 2021 pump error 15 was recorded. Per r&d investigation pump error 15 occur due to a corrupted data and invalid pointers. File ID = 0, line number = 1935. Specified call sequence contains only reading operations, which suggests that at the moment of reading software history indexes the data was already damaged. The device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The device received with broken battery tube threads and cracked case(battery tube). In conclusion pump error 15 was recorded due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customers states that insulin pump had cracked on battery side. No harm requiring medical intervention was reported. The device will be returned for analysis.